Event description:
The patient reported that she had 50% or greater symptom reduction with the trial system, but after about the first week of therapy with the implanted system she stopped getting relief. The patient stated that she does feel stimulation. On (B)(6) the patient had seen her healthcare provider (hcp) who changed the setting from program 4 at 2.3 to program 2 at 3.0, but on this setting the patient was not getting symptom relief. The patient was assisted in changing to program 3 at 3.5 at which point the patient stated that she felt comfortable stimulation sensation. The patient was advised to track her symptoms and follow-up with her hcp if the patient was not getting relief. Patient status is unknown at the time of this report.

Manufacturer narrative:
Date of event is approximate.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. The patient reported that since implant, the last program level she tried really worked but starting a few days prior, there was a sudden change that when she gets up in the morning she does not make it from the bed to the bathroom. The patient feels stimulation with the therapy turned on. She noted that 3.0 worked perfectly. The patient noted that she did not feel stimulation in the correct area and increased it to 3.5. Troubleshooting resolved the stimulation issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.